Event description:
It was reported that the were malfunctions with 3x ar-6480 pumps. Serial number (B)(6)experienced too much fluid going into the joint and the pump did not respond to controls. Serial number (B)(6) experienced no flow, the pump wouldn't run. Unsure if error was present. Serial number (B)(6)- experienced excessive pulling of water and it was making a loud noise.

Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to wear and tear.